Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation at the device site and stated that her arm "shot up in the air". She noted that when she got a jolt, she cannot speak and felt the "jolt ramp up". The pt also noted that she experienced a surging sensation. She felt the stimulation in the wrong location and felt it "arc" from her "right toe" up to her "neck". She normally felt the stim in her neck and arms but now felt it in her legs. She noted that her arm was "blue and cold". It was also reported that the device would turn itself off. She spoke with her healthcare professional and was directed to turn the device off. She met with the company rep and was told that the battery level was good although the physician felt it may be a battery issue. The pt programmer was working and the impedances were fine. Battery life was reported as <50% (30-45%) with ??? Where the % sign is. She was reprogrammed and seemed better. A follow up report will be sent if add'l info becomes available.